Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was found via fluoroscopy to have externalized conductors. The lead was explanted and replaced on (B)(6) 2018 without any complications. The patient did not experience any consequences.

Manufacturer narrative:
Internal insulation abrasion was noted at 10.8 cm to 11.4 cm from the distal tip. The etfe coating was abraded at one location breaching the right ventricle cable lumen . This is consistent with the observation from the field of insulation abrasion.